Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision. Reason for revision: pain and swelling around the operated hip gradually increasing in size. Radiolucency in the acetabular area update received (B)(6) 2013. Hip side, type of hip replacement product, stem added. Asr xl - right. Update - added patient info. Taken from email dated (B)(6) 2014. When were they first operated ? Response: p.d. (B)(6). Did they undergo revision surgery? Response: revision surgery done on (B)(6) 2011. What is there medial history, age personal profile etc? Response: age is (B)(6), medical history; inability to walk, complains of swelling over the right thigh in lateral aspect. Complains of noise clicking clunk while walking. What was the cause of death? Response: brain cancer. How and when did we get to know about their death. Response: through media (B)(4) 2014. What is the medical reason recorded for their death. Response: cancer. Any other relevant details / facts. Response: not known. Update - amended surgery date and added additional reason for revision, taken from further info email with alert date of (B)(6) 2014. Developed pseudotumor before operation and soft tissues damage was found after revision (alval) update - attached further info email dated (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The pt was revised to address pain.